Manufacturer narrative:
There was no report of patient injury. Device has not been returned to sorin group (B)(4). Sorin group (B)(4) manufactures the sorin s3 bubble detector. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin s3 bubble detector was found to have a deflated bladder during installation of the device before a procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate and confirmed the reported issue. The unit was found to alarm even when no bubble was present. The bubble sensor was replaced to resolve the issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin s3 bubble detector was found to have a deflated bladder during installation of the device before a procedure. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin s3 bubble detector. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin s3 bubble detector was found to have a deflated bladder during installation of the device before a procedure. There was no report of patient injury. The issue was confirmed by a sorin group field service representative and a replacement bubble sensor has been provided. A root cause could not be determined, so no corrective actions were identified. A review of the DHR did not identify any deviations or non-confirmities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.